Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed low speed events and a pump stop while the patient was supported by the mobile power unit (mpu). Based on past experience with the hmii lvas and similar reported events, these findings could be indicative of driveline damage; however, no damage was identified through the examination of the distal end of the patient's driveline. Approximately 18" of the distal portion of the patient's driveline (dl) was replaced. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. The patient is not a candidate for further pump exchanges the hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. This IFU also outlines all system controller alarms (including low speed advisory and pump off alarms), as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the patient has had further alarms since the driveline repair, while connected to the power module with a standard power cable. To resolve the alarms, the patient has been issued a power module and an ungrounded cable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported there was a suspected driveline issue due to multiple low speed events. During log file analysis, multiple low speed advisories were confirmed as well as 2 pump stops. Speed drops were as low as 0 rpm. The issues only appeared to be occurring while the device was connected to the mobile power unit. This type of behavior is indicative of potential issues with the percutaneous lead. On (B)(6) 2020, technical services were onsite for a driveline repair. The driveline was spliced apporcimately 3 inches from the exit site. Approximately 22 inches of the driveline was replaced. There were no immediate alarms after the repair. The patient will remain on an ungrounded cable. No further information was provided.